Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of a s3 alarm and blank flow was confirmed via the downloaded log file. The centrimag motor (serial #: (B)(6) was returned to the edc belgium for analysis and was evaluated. A log file was downloaded from the returned and associated console (serial #: (B)(6) for review. A review of the downloaded log file showed that on (B)(6) 2019 at 10:23, the motor speed was 3899 rpm but the displayed flow was 0 lpm due to a sub fault ¿can bus send error¿. A ¿system alert: s3¿ alarm activated. The system was rebooted, and the error resolved. The motor was visually inspected, and no anomalies were found. The motor was tested with the returned and associated console (serial #: (B)(6) and flow probe (serial #: (B)(6).the system functioned as intended and the reported event was unable to be reproduced. Preventative maintenance and safety test were completed per procedure. The root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the event on this file.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that when the account attempted to transfer the patient from the bed onto the transport trolley an s3 system error alarmed and the flow reading was lost from the display. The account stated that the pump revs were still displayed and the tubing was felt to ensure flow was maintained, which it was. The backup console was powered up, and the flow probe and remainder of the circuit were attached; flow reading returned and the patient was transferred without further incident. No further information was provided.